Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with worsening back and lower extremity pain. The patient failed multiple attempts at non-operative treatment. (Pt.) Had a preoperative positive discogram. On may 24, 2005, the patient underwent l3 to s1 posterior spinal fusion decompression and l4-l5, l5-s1 interbody fusion with instrumentation/ pedicle screws and a 10-mm cage with allograft and autograft chips used at l5-s1. At l4-l5 the patient had 8-mm cage was impacted into the disc space followed by allograft and autograft chips. Bmp bone graft was used at l2-l3 junction, bilaterally. Complications after surgery was noted: postoperatively the patient had difficulty with nausea and headaches. The patient had difficulties postoperative hypotension and felt quite dizzy with attempts get out of the bed. Due to difficulty with IV access, (pt.) Was unable to be rapidly hydrated. On postoperative day number 5, the patient had experienced some chest pain and shortness of breath. Cardiac work-up completed and this turned out to essentially negative patient was discharged on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date, the patient presented with complaints of chronic pain. (B)(6) 2005: patient underwent fusion surgery with rhbmp-2/acs. On (B)(6)-2013, the patient was observed with l5-s1 foraminal encroachment related to posterolateral spurring of the vertebral end-p lates. On (B)(6)-2013, the patient was observed with low-density area in soft tissues posterior to l4 and l5 may represent scar material.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.